Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, additional information was received from the manufacturer representative (rep). Information reported the patient was brought in for a catheter study on (B)(6) 2019 and the pump logs were ready. It was found that the pump had restarted, so the pump was programmed back to the original dose. The patient came in on (B)(6) 2019 and was complaining of increased pain. Logs were read and the pump had stalled again at 8:54 on "9/16". The patient was schedule to have their pump replaced on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving hydromorphone (20 mg/ml, 10.839 mg/day), clonidine (2,400 mcg/ml, 1,300 mcg/day) and bupivacaine (30 mg/ml, 16.259 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. Information received reported the manufacturer representative (rep) was at the emergency department (ed) with the patient and a motor stall had occurred. Per the pump event logs, a motor stall and recovery occurred on (B)(6) 2019. Another motor stall occurred on (B)(6) 2019, but no recovery was noted. The patient was experiencing pain. Troubleshooting steps were reviewed and the rep stated they would confer with the hcp and patient. The rep stated that "they hope to have the patient's pump replaced by next week".